Manufacturer narrative:
A ge service rep performed an onsite investigation. The universal notes were rebuilt but did not eliminate the issue. The universal node printed circuit board was replaced and the configuration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system displayed a generator error message. No pt injury was reported.